Manufacturer narrative:
Examination of the returned sample could not identify a device issue. The skive lines and sheath material had no abnormalities and the tabs on the sheath peeled along the skive line with minimal force. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sheath/dilator on the device ripped instead of pulling apart when the physician was attempting to insert the dialysis catheter. Surgery was prolonged by one hour and the physician had to retrieve the pieces that twisted off.

Manufacturer narrative:
Additional: (UDI number), MFR site. If information is provided in the future, a supplemental report will be issued.